Event description:
Information was received regarding a cadd administration set. It was reported that user was teaching on the cadd solis pump with the pca tubing trying to display clamp alarm by clamping the tube, but the infusion liquid leaked out the side of the cassette. There were no "clamp" alarms or any alarms displayed as infusion continued. This occurred during priming and infusion. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found that no damages nor workmanship defects were detected on the sample. There was no evidence of the error or reported problem recorded in event history log. A leak was detected in the bond with the pump tube, thus the failure mode reported was confirmed. The most probable root cause of lack/insufficient cyclohexanone adhesive was defined per the variables that have process for the solvent application to the tube coiled. In order to address the issue the implementation of an automatic medical dispenser for bonding process was recommended. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.